Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"Placement of the humeral port-a-cath in (B)(6) 2017. Regular use. Multiple contrast studies for absence of venous return. Contrast study in (B)(6) 2025: fibrin deposit on the distal end. Removal in (B)(6) 2025. CT scan in (B)(6): unremarkable. CT scan in (B)(6): catheter remnant in the trunk vein. Removal".